Event description:
It was reported that the customer received a bad battery alarm and no bars appeared on the screen. His blood glucose level was 157 mg/dl. The battery exploded and was leaking. The insulin pump was exposed to battery fluid. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.